Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log identified check syringe plunger sensor in history. During functional testing tried to open the 2 flippers by pressing the plunger lever all the way down. Unable to open the 2 flippers when plunger lever was pressed all the way down. The dowel pin came loose from plunger head mount. The root cause of this issue was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced dowel pin and plunger head mount. Performed power up process and all functional tests which passed.

Event description:
It was reported that the pump's syringe plunger did not open with release lever. No patient injury was reported.